Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message inquiring if the customer would like to adjust the insulin when the customer's blood glucose (bg) level was under 150 (mg/dl). Reportedly, the contact does not like this feature and would only like to adjust insulin delivery when the customer's bg level is under 80 (mg/dl), and inquired if the feature could be disabled. The customer reported the issue caused a blood glucose (bg) level of 300 mg/dl, which was addressed with a manual injection. Additionally, the customer reported that the pump adjusts too much and the customer ends up high. Tandem technical support educated the customer that the feature is related to the customer's target bg range and the customer is able to decline the correction. The customer understood the explanation; however, does not like the prompt as the "yes" button is tapped quickly most of the time.